Manufacturer narrative:
The treatment tip was not returned to the manufacturer for evaluation. The treatment data card was returned for evaluation. An evaluation of the data card indicated multiple error messages were prompted during treatment to alert operator of not following on-screen instructions, a problem due to fr noise, not maintaining full contact to skin with consistent and sufficient force during rep delivery, on handpiece or foot pedal button being released prematurely. If an error occurs during an rf treatment, the rf delivery will be stopped and the system will display instructions for the operator indicating what action might be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. A review of the manufacturing records showed all requirements were met. Based on the available information the exact cause of the event cannot be determined. Burns, blisters, scabbing, and scarring are known possible adverse patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a burn has occurred. Additional information has been requested but has not been received.